Manufacturer narrative:
(B)(4). Physio-control evaluated the loaner device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was placed back into the loaner inventory for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was that the left side of the on button was intermittently shorting due to physical damage.

Event description:
During the inspection of a loaner device, physio-control observed that the on/off button would not respond when pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
During the inspection of a loaner device, physio-control observed that the on/off button would not respond when pressed. There was no patient use associated with the reported event.